Event description:
A peritoneal dialysis (pd) patient reported that his cycler alarmed for air detected in the cassette during drain 1. He discontinued treatment and found fluid leaking from the cassette. He found a small hole in the membrane of the cassette. He retained the set and is making it available for evaluation. During follow up, the patient reported that he has had clear effluent. He did not have any signs of infection. He had discussed the incident with his pd nurse and was advised to take prophylactic antibiotic vancomycin and gentamicin. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.